Manufacturer narrative:
Although the user initially reported the event as occurring on (B)(6) 2022, the user later claimed the event took place on (B)(6) 2022, after the initial awareness date of the complaint. An investigation of pump data logs was performed for both dates. Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. There was no adverse impact to customer's blood glucose level. A pump log review was performed, no device malfunction or failure was confirmed.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.